Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review could not be performed as the lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the line repeatedly broke, resulting in blood loss. The event occurred during infusion and monitoring and required additional monitoring and unspecified interventions. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.